Event description:
The recipient ID reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues, despite device testing revealing results within normal limits. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.